Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 600 mg/dl and other blood glucose value was 124 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering. The insulin pump will be returned for analysis.